Manufacturer narrative:
Post market safety reviewed this case and determined there is insufficient information available for thorough investigation. According to the report, an omnipod device malfunction occurred due to the device independently delivering a dose of insulin to the patient at 0200hrs. It is unknown which omnipod device was in use at the time of the event. Blood glucose levels, insulin dosing details, patient symptoms, medical interventions and outcomes were also not provided in the report. The physical device has not been returned for further investigation. No lot release records were reviewed, as the product lot number was not provided. If additional information becomes available a supplemental report will be filed.

Event description:
It has been reported via an mhra user report that "patient reports that the pump delivered an unintended dose of insulin at 0200hrs".